Event description:
It was reported by service report that the fowler was drifting, siderail would not latch and velcro was missing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fowler, velcro.